Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc- 4316, lot #: 16114073, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's ipg site was tender. It was determined that the ipg was mobile and was riding up higher than the beltline. The physician thought that the patient was likely dealing more from irritation based on the generator position. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction suspected.

Event description:
A report was received that the patient's ipg site was tender. It was determined that the ipg was mobile and was riding up higher than the beltline. The physician thought that the patient was likely dealing more from irritation based on the generator position. The patient will undergo an explant procedure. No device malfunction was suspected.